Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited unexplained and premature battery depletion. Less than two years after implant, the ICD showed only one-month remaining longevity during a routine follow-up visit. The device triggered recommended replacement time (rrt) less than a month later. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. There was electrolyte leakage in the capacitor. High voltage capacitor analysis found an open fill hole seal weld was observed in the right hand triple capacitor. No anomalies were observed in the other two capacitors in the triple. This device and capacitor should be tagged to (B)(4). Battery analysis found no anomalies were observed during destructive analysis of the battery. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.